Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd the following information was received by the initial reporter with the following verbatim it was reported by the customer that the tubing leaked at the y site during flushing.

Manufacturer narrative:
The customer reported leaking from the y-site, and returned one sample of material 2420-0007, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water by gravity and after a few moments, the tubing inlet of the 3rd smart site (closest to the patient) separated from the tubing. The tubing and smart site (y-site) connection were examined under a microscope, and insufficient solvent was found. The material reported 2420-0007 only contains 2 smartsites, however the sample returned has a 3rd smartsite. Using the smart site identification numbers, the manufacturing site was able to verify the set as material 2426-0500. The reported material does not match the material of the sample returned, and this investigation is for issues on material 2426-0500. Additionally, two potential lot numbers were found on the sample. A notification to personnel was conducted about the failure mode, after the manufacturing site confirmed the failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.